Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump for non-malignant pain. There occurred a time several years ago (7 years) in which the patient did not hear to pump alarm due to low reservoir alarm. The patient missed their pump refill appointment. When the pump was refilled a week later, after the patient was contacted by the healthcare provider (hcp), reservoir was "not completely empty." There were no symptoms reported. It was noted the pump refills used to be every couple of months, but were now every 4-5 months (145 day refill interval). The cause of not hearing the alarm was possibly due to body habitus ((B)(6)). There were no symptoms reported. History: pancreas issues on/off for last 20 years dosing changes: (B)(6) 2016: dose increased by 5% [hcp was questioning if the pump was working as intended; hcp told the patient that as the pump gets older it was less effective].

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.